Event description:
It was reported that an ilet user experienced a low blood glucose event, with a lowest value of 39 mg/dl, after which the blood glucose was trending upward and had been treated with carbohydrates; the device was suspected to be maladapted and a factory reset was referenced as a potential corrective action. Symptoms included none reported. Outcomes included no hospitalization and resolution with oral carbohydrate intake. Investigation included complaint intake, user troubleshooting, and education regarding hypoglycemia management. Investigation of this case revealed an unclear cause of hypoglycemia with a suspected device maladaptation contributing to inappropriate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.